Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the electrode belt failed incoming functional testing. The cause for the failure was isolated to a defective esd700 diode array on the distribution node pca. The root cause for the defective diode array could not be positively identified. No adverse events occurred from the defectvie electrode belt.

Event description:
Upon investigation, belt was unable to complete essential performance testing.